Manufacturer narrative:
Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this ICD were reviewed. All production steps were performed accordingly, and the final acceptance test proved the device functions to be as specified. Next, the device was interrogated. The interrogation could be properly performed and revealed the mos1 battery status. Battery trend data showed an unexpected voltage drop that resulted in the observed activation of the eri battery status. Based on the characteristics of the voltage drop a temporary short circuit within the battery was confirmed, compromising the integrity of the battery. Please note, that this ICD is subjected to the field safety corrective action, bio-lqc, initiated in march 2021.

Manufacturer narrative:
Biotronik submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Biotronik has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by biotronik, or its employees that the device, biotronik, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Biotronik will submit a supplemental report if additional relevant information becomes known.

Event description:
This device was explanted due to eri with unexpected battery behavior. No other adverse patient events were reported. Should additional information become available, this file will be updated.